Event description:
It was reported that the patient was seen in the clinic with complaint of their heart racing. The mode switch detect rate was lowered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.